Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. It was reported that the customer had high blood glucose levels of 24.3 mmol/l at the time of incident. It was reported that the customer had blood glucose levels of 12.0 mmol/l at the time of admission. It was reported that the customer experienced positive results in ketones, insomnia, infection and felt tired. It was reported that the customer was using insulin pump system within forty eight hours of reported high blood glucose event. Troubleshooting was performed. It was reported that the customer was able to complete carelink upload. It was reported that the customer was treated with insulin pump at the hospital. It was reported that the customer did not alleged that the insulin pump was under delivering the insulin. The customer declined to check for the presence of air bubbles inside the tubing. The customer was advised to change the infusion set and reservoir and insulin. Product is not expected to return for analysis.